Manufacturer narrative:
(B)(4) is filing this report because the device is also marketed and sold in the u.s. The device was sold by (B)(4) and the event occurred in (B)(6). (B)(4) is conducting the investigation. The wheelchair was approx. 10 years old at the time of the incident. Service and maintenance records have not been provided. The expected service life of this product is five years, presuming that the product is used daily and in accordance with safety instructions, maintenance instructions and intended use, stated in the user manual. Information gathered from the end user provided the following: he knows how to use the wheelchair and knows his exact tipping point. The user has a lot of experience using the champion chair. He also confirmed never mounting the anti-tippers and is aware of the risk of falling without them installed. The end user alleged a head trauma from falling backwards. No further details regarding the diagnosis or treatment of the injury has been received. The chair was not returned due to no defect or malfunction was alleged. The most probable cause of the incident is a user/device handling error. There are multiple warnings in the owner's manual including: safety devices warning! Risk of accidents: safety devices that are incorrectly set or no longer working (brakes, antitipper) can cause accidents. Always check that the safety devices are working before you use the wheelchair and have them checked regularly by the specialist dealer. Warning! Risk of overturning: an antitipper prevents the wheelchair from tipping backwards. Antitippers that are incorrectly set or no longer working can lead to overturning. Always check that the antitipper is working before using the wheelchair and have it set or readjusted by a specialist dealer when required. Warning! Risk of tipping the wheelchair can tip backwards if it is not fitted with an antitipper. When finding the tipping point, an assistant must stand immediately behind the wheelchair to catch it if it tips over. To prevent tipping, install an antitipper device. Warning! Risk of falling out: if you lean too far backwards you could tip your wheelchair over. Do not lean out over the backrest. Use an antitipper device.

Event description:
The patient was using his wheelchair in the garage when he fell backwards resulting in a head trauma. He said that he lost the sense of smell. The patient did not use the anti-tippers on this wheelchair.